Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during the use on patient for infusion of physiological solution it was found a fissuration between the segment of the wings and the point 0 of the PICC. A new PICC was required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-03534 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03649.

Event description:
It was reported during the use on patient for infusion of physiological solution it was found a fissuration between the segment of the wings and the point 0 of the PICC. A new PICC was required. No other information was provided.